Event description:
An optometrist reported a pt with dry eye, light sensitivity, and blurry vision at two month photorefractive keratectomy (prk) post-operative visit. At eleven month post-operative visit pt complained of blurry distance vision and indicated dryness is much better with cyclosporine ophthalmic solution. Add'l info has been requested. This report is for the right eye, and add'l report will be filed for the left eye.

Manufacturer narrative:
Add'l info has been requested. The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).